Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that the infusion set's cannula was fractured/broken upon removal from the site due to bent cannula. The site of insertion was stomacht. The infusion set was in use for 3-4 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.